Event description:
It was reported a motor stall was confirmed in the event logs with no motor stall recovery recorded. The pump was being replaced on the date of this report and would be sent back for analysis. Further information was not provided and it was unknown what drug the pump was being used to deliver. The cause of the event, exact symptoms the patient was having, date of the motor stall, if the motor stall recovered, further interventions, and patient outcome were also not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8596, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. Product ID 8598, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies of corrosion and-or wear and-or lubrication, and stall due to shaft-bearing.

Event description:
Additional information received reported that the explanted pump has been returned for analysis.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Event description:
Additional information received reported that the device was received by the manufacturer. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.